Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain/ pelvic pain (dull aching to a sharp stabbing pain)") and autoimmune disorder ("autoimmune disease") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1 in 2001, elbow fracture, bronchoscopy on (B)(6) 2014, spirometry on (B)(6) 2014 and thoracoscopy. Previously administered products included for an unreported indication: birth control pill from 2001 to 2007, depo provera from 2003 to 2005, sulfa, penicillin, bactrim, gabapentin, sulfonamides and augmentin es-600. Past adverse reactions to the above products included diarrhoea with penicillin; hypersensitivity with bactrim, sulfonamides, augmentin es-600 and gabapentin; and rash with sulfa. Concurrent conditions included allergic rhinitis since (B)(6) 2011, rosacea since (B)(6) 2011, esophageal spasm since (B)(6) 2011, insomnia since (B)(6) 2012, chronic anxiety since (B)(6) 2014, migraine with aura, smoker, agoraphobia, panic attacks, herpes labialis, chronic pain, kidney infection, pyelonephritis, uti, (B)(6) test (B)(6), post-traumatic stress disorder and esophageal spasm. Family history included thyroid disorder, depression, anxiety disorder, heart disease, unspecified and arthritis. Concomitant products included buspirone in 2016, fluoxetine in 2017 and hydroxyzine in 2016 for anxiety, salbutamol (albuterol inhaler) in 2013 for asthma, sertraline in 2011 for chronic anxiety, nuvaring on (B)(6) 2007 for contraception, itraconazole in (B)(6) 2014 for histoplasmosis, nabumetone in 2017 for joint pain and psoriatic arthritis, eletriptan hydrobromide (relpax) in 2008, mersyndol (fiorinal [codeine phosphate, doxylamine succinate, paracetamol]) in 2012, nortriptyline in 2015, rizatriptan in 2016 and sumatriptan (imitrex) in 2013 for migraine, baclofen in 2017 for muscle spasms and psoriatic arthritis, adalimumab (humira) in 2012 and etanercept (enbrel) in 2008 for psoriasis and psoriatic arthritis and tramadol in 2013 for psoriatic arthritis. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("severe migraines"), headache ("headaches") and dyspareunia ("pain on intercourse (dull aching to a sharp stabbing pain)"). In 2007, the patient experienced anxiety ("anxiety"). In (B)(6) 2007, the patient experienced skin lesion ("skin lesions/boils"), furuncle ("skin lesions/boils"), the first episode of arthralgia ("chronic joint pain/ ankles pain/ knees pain") and back pain ("lower back pain (stabbing, shooting, and debilitating)"). In (B)(6) 2008, the patient experienced psoriasis ("moderate to severe psoriasis") and psoriatic arthropathy ("moderate psoriatic arthritis"). In (B)(6) 2010, the patient experienced musculoskeletal pain ("shoulders pain (stiff throbbing and swollen)") and the second episode of arthralgia ("elbows pain and wrists pain (stiff throbbing and swollen)"). In 2012, the patient experienced neck pain ("neck pain"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), panic attack ("panic attacks"), soft tissue injury ("soft tissue injuries"), joint injury ("knee injury/ wrist injury"), histoplasmosis ("histoplasmosis infection"), adenomyosis ("uterine adenomyosis"), abdominal distension ("swelling/ abdominal swelling"), weight increased ("weight gain"), alopecia ("hair loss"), depression ("depression"), amnesia ("memory loss"), neck injury ("neck injury"), the third episode of arthralgia ("pain in hips (sharp and stabbing)"), pain in extremity ("hands pain (stiff throbbing and swollen)"), hypersensitivity ("hypersensitivity reaction to nickel"), skin inflammation (inflammatory skin), joint disorder nos (joint symptoms), peripheral swelling (swelling of hands and feet), rash (skin rashes/ scalp rashes), erythema (skin redness), pruritus (skin itchiness) and skin exfoliation (skin scales/ scalp scales/ flaking. The patient was treated with surgery (she underwent total vaginal hysterectomy with bilateral salpingectomy) and surgery (she underwent lung surgery.). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, skin lesion, furuncle, psoriatic arthropathy, headache, panic attack, soft tissue injury, joint injury, histoplasmosis, dyspareunia, adenomyosis, weight increased, depression, neck injury, the last episode of arthralgia, back pain, musculoskeletal pain, pain in extremity, neck pain and hypersensitivity outcome was unknown, the psoriasis, anxiety, abdominal distension, alopecia amnesia, skin inflammation, joint disorder nos, peripheral swelling, rash, erythema, pruritus and skin exfoliation had resolved and the migraine was resolving. The reporter considered abdominal distension, adenomyosis, alopecia, amnesia, anxiety, autoimmune disorder, back pain, depression, dyspareunia, furuncle, headache, histoplasmosis, hypersensitivity, joint injury, migraine, musculoskeletal pain, neck injury, neck pain, pain in extremity, panic attack, pelvic pain, psoriasis, psoriatic arthropathy, skin lesion, soft tissue injury, weight increased, skin inflammation, joint disorder nos, peripheral swelling, rash, erythema, pruritus, skin exfoliation, the first episode of arthralgia, the second episode of arthralgia and the third episode of arthralgia to be related to essure (ess205). The reporter commented: approximate weight at the time of essure placement: (B)(6). Most recent follow-up information incorporated above includes: on (B)(6) 2017: new reporters added, patients demographics updated, historical conditions and drugs added. Concomitant drugs added. Event injury replaced by more specific events. New events added. "Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.